Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported the display of the n65p pulse oximeter was missing segments. There was no patient harm.